Event description:
Distal tip of the angled cobb instrument (used in disc prep phase for fusion cage insertion) is noticeably bent and had pieces of the distal tip separate from the instrument. No description pertaining to patient anatomy and end user technique were disclosed. Pre-op and post-op x-ray images were not provided. Historically, a bend in the shaft and/or material chipping from the distal tip will occur when a device is used against excessive obstacles in the pathway of its axial trajectory. Cause is indeterminate. There is no reported harm or injury to the patient.